Manufacturer narrative:
Correction of part replaced from oil mist filter bottles to oil mist filter. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and analysis. The assignable cause of the haze/mist/vapor issue is the oil, catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, and oil mist filter bottles were replaced during a planned maintenance level 2 (pm2) to resolve the odor/smells issue. Unit meets specifications and was returned to service on 08/02/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer stated the unit is turned off and the room had been evacuated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.